Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and calcified superficial femoral artery. On the first inflation the mustang 5.0 x 100, 135cm balloon was inflated to twenty two atmospheres. The second through fifth inflations the balloon was inflated to twenty four atmospheres. The balloon ruptured at twenty four atmospheres on the sixth inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).